Event description:
It was reported that on (B)(6) 2026, a patient underwent placement of a central venous catheter (cvc) in the right femoral vein. During and following catheter placement, poor aspiration was noted from the venous lumen. Multiple catheter adjustments were performed; however, the issue could not be resolved. The catheter was subsequently used for hemodialysis treatments. During each dialysis session, insufficient blood flow was observed, resulting in inadequate dialysis performance. On (B)(6) 2026, during a hemodialysis treatment, coagulation occurred within the dialysis machine circuit. Following the event, the catheter was removed. After extraction, the catheter tip was retained for microbiological culture testing. Visual inspection of the device identified an abnormal internal structure and occlusion of the venous lumen. At the time of this report, no additional information has been provided regarding the cause of the device issue, microbiological culture results, any associated patient complications, or the patient's clinical outcome. The manufacturer has requested additional information from the customer; however, no response has been received to date. The complaint remains under investigation. If additional information becomes available, the complaint file will be updated accordingly.

Manufacturer narrative:
(B)(4).